Event description:
It was reported by service report that the customer alleged that the zoom drive was not working properly. Stryker technician evaluated the unit and found the zoom to be operating to specifications.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the zoom drive was intermittent. However, the stryker technician evaluated the unit and was not able to duplicate the failure.

Manufacturer narrative:
(B)(4) - zoom.

Event description:
It was reported by service report that the cusrtomer alleged that the zoom drive was not working properly. Stryker technician evaluated the unit and found the zoom to be operating to specifications.